Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump passed the stop current test, run current test, and displacement test. Unable to perform the self-test, unexpected restart error test, off no power test, occlusion test, and no delivery test due to compromised force sensor system alarm. Insulin pump had cracked case at display window corner, battery tube threads, broken belt clip slot, and severely scratched display window.

Event description:
The customer reported via phone call that he lost his insulin pump about three years ago. Customer's blood glucose level was not reported. The customer wanted to use his father's old insulin pump. The device was returned.